Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that a patient did not experience this event. Therefore, this medwatch report is being voided.

Event description:
It was reported that a patient underwent an unknown breast procedure on an unknown date and a topical skin adhesive was used. Post-op, the patient experienced a reaction on the second operation where it's been used. It was reported that it was as though the patient has an increased sensitivity to the product and reacted badly when used for the second time. The patient had breast surgery but the reaction was not limited to the area. The redness and itching may have covered the entire abdomen and up towards the neck. This took around 1-2 weeks to completely clear up and for patient to feel comfortable. The consultant was already wary of patients having allergies (nail glue, eyelash glue, pressure dressings, etc.) For potential increased chance of reaction to the topical skin adhesive. The product was removed from the patient. Cream was applied and medication given to reduce the reaction. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the consultant has repeated ongoing concerns for reactions when using the topical skin adhesive. No specific dates given, however there were multiple issues across years of use. The consultant believes this is affecting 5-10% of her patients when the skin adhesive has been applied. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4): patient 1. (B)(4): captures the ambiguous number of additional patient events. Is the exact number of patients known that experienced a post-op reaction? If yes, please provide that number. If the exact number of patients that experienced a post-op reaction is known and is greater than 2, please create one additional product complaint for each additional patient. For each patient, please provide the following information: is a photo available of the patient¿s reaction? Please provide a description of the event, symptoms, and manifestation of the reaction. Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed? Please specify? Was the topical steroid prescription strength? Were any other prescription medications prescribed? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of product used? Current patient status? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?